Manufacturer narrative:
H3, h6) the system was serviced in the field and hardware parts were replaced. Previously reported code, d15 is applicable as well as newly reported codes, b01 and c19. H3, h6) the product ID: 9736403r, lot number: 1810c00645, was returned and analysis 2024-08-05 did not confirm the reported event. The results of analysis concluded no faults were found. The computer powered on when power was applied. After multiple power cycles, no boot up or video issues were observed. The network and applicable configurations were set correctly and the video capture card functioned correctly. All display ports-dvi, hdmi and dp all functioned correctly. The sound functioned on the hdmi and dp ports and the computer passed all burn-in testing. Codes b01, c19, and d14 are applicable. H3, h6) software data was received on 2024-07-09. Logs captured multiple "cleared user-facing low performance warning" and posted low performance warning to user during the navigation task which caused the reported behavior. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system prompted a low performance message while in surgery. The message was on screen briefly before going away. The manufacturer representative (rep) also noted that the system was beeping once every 2-3 minutes, and the beep sounded similar to the beep the camera made when system was booting and entering application. It was unknown how many patients were kept on system. Two scans were loaded for current patient. There were no plans or annotations. It was not zoomed in. There were four views up at that time. The rep swapped outlets with no change. Troubleshooting was done and the beeping was recurrent. It was confirmed the beep was coming from the computer and in all areas of the software. Swapping ssd's did not resolve the issue. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0; product ID: 9736403r, h6: multiple annex g's were coded for this event. G02008 was coded for product ID: 9735737, software version: 2.1.0. G02007 was coded for product ID: 9736403r, lot number: unknown multiple annex a codes were coded for this event. A1102 was coded for the low performance message. A23 was coded for the computer beeping. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.